Event description:
It was reported that a user experienced rapid insulin depletion within approximately twelve hours after filling the ilet cartridge to full capacity, despite an average daily insulin use of about 33 units, and no visible or olfactory evidence of leakage was noted. Symptoms included hypoglycemia per follow-up categorization, though specific glucose values and clinical interventions were not provided. Outcomes included no hospitalization or emergency treatment reported. Investigation included a review of user-reported performance and adherence to use instructions, including meal announcements and app/firmware status, and attempts to contact the user for additional information. Investigation of this case revealed an unclear cause with no confirmed device leak and insufficient information to identify a device malfunction. It was concluded that the cause of the hypoglycemia and rapid insulin depletion remains undetermined, and no device-related failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.